Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 178 mg/dl at the time of the incident. Customer states having air bubbles the morning of the event. The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood air bubbles took place. Customer states some air bubbles are big and others are clusters. During troubleshooting, customer mention she was not experiencing air bubbles at the time but did before her set change. Advised customer about best insulin practices. The reservoir will not be returned for analysis.